Manufacturer narrative:
The reported event of the handpiece running without activation was not duplicated. However, the handpiece was found to have damage to the rear motor assembly. This damage could possibly cause the handpiece to run without the trigger being depressed.

Event description:
It was reported that the system 5 dual trigger rotary handpiece would run continuously after the trigger was released during a procedure, but before use on the patient. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
It was reported that the system 5 dual trigger rotary handpiece would run continuously after the trigger was released during a procedure, but before use on the patient. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.